Manufacturer narrative:
Internal report reference number: (B)(4). Supplemental report will be sent after pending investigation of returned products.

Event description:
Consumer reported complaint for syringe needles breaking while withdrawing insulin. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The syringe needle lot manufacturer¿s expiration date is feb 25, 2021 and open vial date is undisclosed.

Manufacturer narrative:
Sections with additional information as of 28-feb-2020: h6: updated FDA's method, result, and conclusion codes h10: syringes were returned for evaluation. No defect was detected. H10: most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.